Manufacturer narrative:
The biosense webster, inc. Product analysis lab received a picture for analysis. According to the picture provided by the customer, reddish material was observed inside the pebax and no physical damage was observed. The photo does not provide sufficient information related to the reported event that they were not able to create the matrix with the ablation catheter. And therefore, no result could be obtained from it. The customer complaint regarding blood on the catheter's lumen was confirmed. The customer complaint that they were not able to create the matrix could not be confirmed. Therefore, it is s not possible to determine the root cause of the failure. Device evaluation summary was completed on july 17, 2020. The device was visually inspected and observed was reddish/brown material in the pebax and a kink on the shaft. A second closer inspection was performed and it was found that there was a hole on the pebax, reddish brown material and a kink on the shaft. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint regarding blood on the catheter's lumen has been confirmed. The root cause of the hole on the pebax, reddish brown material and a kink on the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedure. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially, it was reported that they were not able to create matrix with the thermocool® smart touch® sf bi-directional navigation catheter. When pulling the catheter from the body, they noticed there was blood on the catheter's lumen and that this was a possible reason why it would not build the matrix. The pinnacle 8fr sheath 10-2034 was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no damage physically noted to the pebax. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on june 1, 2020 that there was reddish brown material in the pebax and a kink on the shaft. The kink on the shaft was assessed as not MDR reportable. If there is a slight bent of the shaft; however, the integrity of the catheter was not compromised, then the potential that it could cause or contribute to a death or serious injury was remote. The foreign material in the pebax was assessed as not MDR reportable. If there was no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. Additional investigation was performed on the device on july 2, 2020 and a hole was found on the pebax, as well as reddish brown material inside the pebax and a kink on the shaft. The kink on the shaft remains assessed as not MDR reportable. The additional finding of the hole on the pebax was assessed as a MDR reportable issue. The awareness date for the hole on the pebax is july 2, 2020.